Manufacturer narrative:
H3: one device was received for evaluation. Service history review indicated that the device had not been in service before. The reported issue could not be confirmed, however, upon further investigation a torn upstream occlusion (uso) seal was identified. The seal was replaced.

Event description:
The customer returned the product for device was broken case/occlusion, during device analysis, a cut upstream occlusion was found. There was no patient involvement.